Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively and that the infusion set cannula was completely bent. The customer's blood glucose was 660 mg/dl. The customer noted a hospital stay but did not clarify whether the events were related. The customer also reported that the infusion set cannula was bent but that she did not receive an alarm. The customer advised that she had previously done troubleshooting for excessive no delivery alarms. She stated that she had tried all remedies. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.